Event description:
It was reported when using the pyxis medstation es system that it had a system outage issue. The customer reported there was a delay in dispensing mediation. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a machine in override unable to login. The technical service engineer was unable to shrink data and run scripts. Product support engineering resolved the issue. The system functioned as intended after the technical service engineer troubleshooted the device.